Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced cramping and abnormal bleeding (seen as genital bleeding). She underwent a pelvic surgery to try and alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Genital bleeding and cramping may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormone imbalances"), depression ("depression"), mood swings ("mood swings"), migraine ("migraines"), breast tenderness ("breast tenderness"), alopecia ("hair loss"), swelling ("swelling"), arthralgia ("joint pain") and allergy to metals ("other symptoms related to nickel allergy"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms in or around (B)(6) 2015). At the time of the report, the abdominal pain, genital haemorrhage, abnormal weight gain, fatigue, hormone level abnormal, depression, mood swings, migraine, breast tenderness, alopecia, swelling, arthralgia and allergy to metals outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, abnormal weight gain, fatigue, hormone level abnormal, depression, mood swings, migraine, breast tenderness, alopecia, swelling, arthralgia and allergy to metals to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced cramping and abnormal bleeding (seen as genital bleeding). She underwent a pelvic surgery to try and alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Genital bleeding and cramping may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping"), pelvic pain ("pain/pelvic pain (severe)") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2003; (B)(6) 2009; (B)(6) 2011), hormone level abnormal on (B)(6) 2014, depressed mood on (B)(6) 2014, congenital anomaly, uterine infection, excessive menstruation, malaise, hysterectomy on (B)(6) 2015 and weight gain on (B)(6) 2015. Concurrent conditions included obesity, memory loss since (B)(6) 2014, forgetfulness since (B)(6) 2014, mental confusion, libido decreased since (B)(6) 2014, sleep problem since (B)(6) 2014, irritability since (B)(6) 2014, mood swings since (B)(6) 2014, tension since (B)(6) 2014, migraine since (B)(6) 2014, headache since (B)(6) 2014, female sexual dysfunction since (B)(6) 2014, bloating since (B)(6) 2014, weight gain since (B)(6) 2014, breast tenderness since (B)(6) 2014, vaginal dryness since (B)(6) 2014, dry skin since (B)(6) 2014, hair loss since (B)(6) 2014, feeling cold since (B)(6) 2014, swelling nos since (B)(6) 2014, joint pain since (B)(6) 2014, fatigue extreme since (B)(6) 2014, skin rash since (B)(6) 2014, shortness of breath since (B)(6) 2014, menorrhagia since (B)(6) 2014, menstrual cramps since (B)(6) 2014, menorrhagia since (B)(6) 2014, testosterone low since (B)(6) 2014, weight gain since (B)(6) 2015, fever since (B)(6) 2015, pain since (B)(6) 2015, nausea since (B)(6) 2015, vomiting, swelling nos since (B)(6) 2015, constipation since (B)(6) 2015, vaginal bleeding since (B)(6) 2015, vaginal hemorrhage since (B)(6) 2015, hot flashes since (B)(6) 2015, weight loss since (B)(6) 2015, seasonal allergy since (B)(6) 2016, nabothian cyst and adenomyosis. Family history included kidney tumour (father), prostate cancer (father) and ovarian neoplasm (mother). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormone imbalances"), depression ("depression"), mood swings ("mood swings"), migraine ("migraines"), breast tenderness ("breast tenderness"), alopecia ("hair loss"), swelling ("swelling/body swelling"), arthralgia ("joint pain"), allergy to metals ("other symptoms related to nickel allergy"), blood testosterone decreased ("low testosterone"), vitamin d decreased ("low vitamin d levels"), dyspnoea ("shortness of breath"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rash/skin rash"), headache ("headaches worsened after essure placement/"), amnesia ("memory loss"), nervous system disorder ("neurological conditions or problems"), mental impairment ("mental fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal distension ("bloating"), back pain ("back pain (severe)") and weight decreased ("weight gain/ loss"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015) and surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, abnormal weight gain, fatigue, hormone level abnormal, depression, mood swings, migraine, breast tenderness, alopecia, swelling, arthralgia, allergy to metals, blood testosterone decreased, vitamin d decreased, vaginal haemorrhage, menorrhagia, dyspnoea, hypersensitivity, rash, headache, amnesia, nervous system disorder, mental impairment, dysmenorrhoea, weight increased, abdominal distension, back pain and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blood testosterone decreased, breast tenderness, depression, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental impairment, migraine, mood swings, nervous system disorder, pelvic pain, rash, swelling, vaginal haemorrhage, vitamin d decreased, weight decreased and weight increased to be related to essure. The reporter commented: after she healed from the hysterectomy surgery her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping"), pelvic pain ("pain/pelvic pain (severe)") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2003; (B)(6) 2009; (B)(6) 2011), hormone level abnormal on (B)(6) 2014, depressed mood on (B)(6) 2014, congenital anomaly, uterine infection, excessive menstruation, malaise, hysterectomy on (B)(6) 2015 and weight gain on (B)(6) 2015. Concurrent conditions included overweight, memory loss since (B)(6) 2014, forgetfulness since (B)(6) 2014, mental confusion, libido decreased since (B)(6) 2014, sleep problem since (B)(6) 2014, irritability since (B)(6) 2014, mood swings since (B)(6) 2014, tension since (B)(6) 2014, migraine since (B)(6) 2014, headache since (B)(6) 2014, sexual dysfunction nos since (B)(6) 2014, bloating since (B)(6) 2014, weight gain since (B)(6) 2014, breast tenderness since (B)(6) 2014, vaginal dryness since (B)(6) 2014, dry skin since (B)(6) 2014, hair loss since (B)(6) 2014, feeling cold since (B)(6) 2014, swelling nos since (B)(6) 2014, joint pain since (B)(6) 2014, fatigue extreme since (B)(6) 2014, skin rash since (B)(6) 2014, shortness of breath since (B)(6) 2014, menorrhagia since (B)(6) 2014, menstrual cramp since (B)(6) 2014, menorrhagia since (B)(6) 2014, testosterone low since (B)(6) 2014, weight gain since (B)(6) 2015, fever since (B)(6) 2015, pain since (B)(6) 2015, nausea since (B)(6) 2015, vomiting, swelling nos since (B)(6) 2015, constipation since (B)(6) 2015, vaginal bleeding since (B)(6) 2015, vaginal hemorrhage since (B)(6) 2015, hot flashes since (B)(6) 2015, weight loss since (B)(6) 2015 and seasonal allergy since (B)(6) 2016. Family history included kidney tumour (father), prostate cancer (father) and ovarian neoplasm (mother). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormone imbalances"), depression ("depression"), mood swings ("mood swings"), migraine ("migraines"), breast tenderness ("breast tendernes"), alopecia ("hair loss"), swelling ("swelling/body swelling"), arthralgia ("joint pain"), allergy to metals ("other symptoms related to nickel allergy"), blood testosterone decreased ("low testosterone"), vitamin d decreased ("low vitamin d levels"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspnoea ("shortness of breath"), hypersensitivity ("allergic or hypersensitivity rection"), rash ("rash/skin rash"), headache ("headaches worsened after essure placement/"), amnesia ("memory loss"), nervous system disorder ("neurological conditions or problems"), mental impairment ("mental fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal distension ("bloating"), back pain ("back pain (severe)"), weight decreased ("weight gain/ loss") and investigation noncompliance ("essure confirmation test: no"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015) and surgery (hysterectomy with bilateral salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, abnormal weight gain, fatigue, hormone level abnormal, depression, mood swings, migraine, breast tenderness, alopecia, swelling, arthralgia, allergy to metals, blood testosterone decreased, vitamin d decreased, vaginal haemorrhage, menorrhagia, dyspnoea, hypersensitivity, rash, headache, amnesia, nervous system disorder, mental impairment, dysmenorrhoea, weight increased, abdominal distension, back pain and weight decreased had resolved and the investigation noncompliance outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blood testosterone decreased, breast tenderness, depression, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental impairment, migraine, mood swings, nervous system disorder, pelvic pain, rash, swelling, vaginal haemorrhage, vitamin d decreased, weight decreased and weight increased to be related to essure. The reporter commented: after she healed from the hysterectomy surgery her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: ptc global number (B)(4) sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: reporter information, patient details, other relevant history, product indication, product start, stop date, treatment drug, new events- low testosterone, low vitamin d levels, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity rection), rash/skin rash), headaches worsened after essure placement, memory loss, mental fog), dysmenorrhea (cramping), weight gain, bloating, back pain (severe), back pain (severe), investigation noncompliance were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping"), pelvic pain ("pain/pelvic pain (severe)") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multi gravida, parity 3 ((B)(6)2003; (B)(6)2009; (B)(6)2011), hormone level abnormal on (B)(6)2014, depressed mood on (B)(6)2014, congenital anomaly, uterine infection, excessive menstruation, malaise, hysterectomy on(B)(6)2015 and weight gain on (B)(6)2015. Concurrent conditions included obesity, memory loss since (B)(6)2014, forgetfulness since (B)(6)2014, mental confusion, libido decreased since(B)(6) 2014, sleep problem since (B)(6)2014, irritability since (B)(6)2014, mood swings since (B)(6) 2014, tension since (B)(6)2014, migraine since (B)(6)2014, headache since (B)(6)2014, female sexual dysfunction since (B)(6)2014, bloating since (B)(6)2014, weight gain since (B)(6)2014, breast tenderness since (B)(6)2014, vaginal dryness since (B)(6)2014, dry skin since (B)(6) 2014, hair loss since (B)(6)2014, feeling cold since (B)(6)2014, swelling nos since (B)(6) 2014, joint pain since (B)(6)2014, fatigue extreme since (B)(6)2014, skin rash since (B)(6) 2014, shortness of breath since (B)(6)2014, menorrhagia since (B)(6)2014, menstrual cramps since (B)(6)2014, menorrhagia since (B)(6)2014, testosterone low since (B)(6)2014, weight gain since (B)(6)2015, fever since (B)(6)2015, pain since (B)(6)2015, nausea since (B)(6)2015, vomiting, swelling nos since (B)(6)2015, constipation since (B)(6)2015, vaginal bleeding since (B)(6) 2015, vaginal hemorrhage since (B)(6)2015, hot flashes since (B)(6)2015, weight loss since (B)(6)2015, seasonal allergy since (B)(6)2016, nabothian cyst and adenomyosis. Family history included kidney tumour (father), prostate cancer (father) and ovarian neoplasm (mother). In july 2013, the patient had essure inserted. On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("extreme weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormone imbalances"), depression ("depression"), mood swings ("mood swings"), migraine ("migraines"), breast tenderness ("breast tendernes"), alopecia ("hair loss"), swelling ("swelling/body swelling"), arthralgia ("joint pain"), allergy to metals ("other symptoms related to nickel allergy"), blood testosterone decreased ("low testosterone"), vitamin d decreased ("low vitamin d levels"), dyspnoea ("shortness of breath"), hypersensitivity ("allergic or hypersensitivity rection"), rash ("rash/skin rash"), headache ("headaches worsened after essure placement/"), amnesia ("memory loss"), nervous system disorder ("neurological conditions or problems"), mental impairment ("mental fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal distension ("bloating"), back pain ("back pain (severe)") and weight decreased ("weight gain/ loss"). The patient was treated with cetirizine hydrochloride (zyrtec), surgery (hysterectomy with bilateral salpingectomy in jun2015) and surgery (hysterectomy with bilateral salpingectomy in jun2015). Essure was removed in june 2015. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, abnormal weight gain, fatigue, hormone level abnormal, depression, mood swings, migraine, breast tenderness, alopecia, swelling, arthralgia, allergy to metals, blood testosterone decreased, vitamin d decreased, vaginal haemorrhage, menorrhagia, dyspnoea, hypersensitivity, rash, headache, amnesia, nervous system disorder, mental impairment, dysmenorrhoea, weight increased, abdominal distension, back pain and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, back pain, blood testosterone decreased, breast tenderness, depression, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental impairment, migraine, mood swings, nervous system disorder, pelvic pain, rash, swelling, vaginal haemorrhage, vitamin d decreased, weight decreased and weight increased to be related to essure. The reporter commented: after she healed from the hysterectomy surgery her symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records, new reporter ,essure lot number 809010and patient relevant information were added on (B)(6)2018: no new clinical information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.